Event description:
It was reported that the patient experienced ventricular fibrillation. It was noted that the right atrial (ra) lead exhibited oversensing and high undefined impedance resulting in polarity switch. It was also reported that the ra lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and inappropriate atrial pacing. It was noted that it was unable to confirm atrial or ventricular capture on episodes and electrograms (egm). It was also reported that the right ventricular (rv) lead exhibited oversensing and undersensing on non-sustained ventricular tachycardia episodes and appears to result in inappropriate ventricular pacing. Arrhythmia appears to continue after device classified termination. Both the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.